Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Two - patient alerts for lead failure predictor on (B)(6) 2010 06:38:35 and (B)(6) 2010 21:04:24. Ventricular short interval count v-sic (short interval count)=37.6 counts avg/day, in 10.76 days, between (B)(6) 2010 18:03:06 and (B)(6) 2010 12:11:52. Three - ventricular nst (non-sustained tachycardia)<=200 ms average v-cycle between (B)(6) 2010 03:27:14 and (B)(6) 2010 11:07:51. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the patient experienced a lead integrity alert for both the v-v short interval counter and non-sustained tachycardias. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced a lead integrity alert for both the v-v short interval counter and non-sustained tachycardias. The lead was explanted and replaced. No patient complications have been reported as a result of this event.